Event description:
Reporter stated that patient has been receiving low blood glucose results, for the past 2 weeks, while using the suspect device. Reporter stated that, within this time period, patient has phoned emergency medical services 3 times. Reporter indicated that, on one occasion, patient's blood glucose measured 81 and 39 mg/dl. When emergency medical services arrived, patient's blood glucose measured 121 mg/dl, on paramedics' blood glucose monitor. Patient was treated with food. On the day of the report, patient ran level 2 control test, which tested in range. A request was made for the return of the suspect device and replacement product was shipped.